Event description:
It was reported that during a coronary stent procedure, the balloon ruptured during stent deployment and a dissection occurred. The stent was successfully deployed. The dissection was repaired with multiple stents. The patient was presented to the catheter lab on 9/27/98 with chest pains. The angiogram showed thrombus. For other medical reasons the patient had discontinued the use of ticlid. The patient expired.